Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump was not delivering her basal rates. The patient reported that she woke up on the morning of (B)(6) 2012 with a blood glucose (bg) of 121 mg/dl and after lunch her bg was 400 mg/dl. The patient denied signs/symptoms suggestive of hyperglycemia. The patient stated she corrected for the high bg and at the time of the call her bg was 237 mg/dl. The patient stated she has been in contact with her hcp regarding her elevated bgs and stated over the last 4 days her hcp has adjusted her carb ratio and correction factor and her bgs remain higher than her usual 110-120mg/dl range. At the time of troubleshooting, the patient confirmed all pump settings were correct. The patient denied any issues with site or infusion set. The patient stated she felt the pump was not delivering her basal rate because she disconnected from her skin site and watched the end of the tubing for insulin and none was seen. It is not known for what period of time the patient was disconnected and looking at the tubing. The patient confirmed all basal rates in pump were also programmed correctly and confirmed there were no gaps in timing or rates. There were no associated alarms in pump history. The subject pump was replaced. The patient's reported bg reading(s) do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the unexplained high bg's remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1: date of submission; (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the black box history indicated no alarms or errors related to the reported complaint. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.